Event description:
It was reported that the external pulse generator was unable to pace the patient it was connected to. The generator was replaced and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis did not find any anomalies.